Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had squirts insulin when priming sometimes and motor getting older screen hazy it was more difficult to ready the screen it was foggy. No harm requiring medical intervention was reported. The customer stated that they received no delivery alarm and up and down buttons kind of worn on the padding. The device will not be returned for analysis.